Event description:
It reported that the patient experienced an underdose with the following symptoms; fever, increased spasticity and loss of consciousness. The patient was admitted to the intensive care unit. Baclofen 2000 mcg/ml concentration was in the pump; dose was not reported. No other information was provided at the time of this report. Additional information has been requested from the hcp, but was not available as the date of this report.